Event description:
It was reported that a broken coil occurred. A 22mm x 60cm interlock¿ was selected and advanced to treat the internal iliac artery. During the procedure, the coil was advanced in the renegade¿ stc 18 while being flushed slowly with an extension tube and a 10cc syringe when resistance was encountered. The physician pulled out the coil with some resistance on the way out and noted that the coil came off the wire inside the microcatheter. The coil and the catheter were removed from the patient together as a unit. The physician flushed the coil out of the microcatheter and noticed that the coil broke in two pieces. The procedure was completed with a different device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: probably in (B)(4)'s. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual inspection was performed and found no damage on the introducer sheath. No pusher wire was returned. The main coil was inspected and no damage was noted. The coil zap tip shape and surface was smooth. The interlocking arm of the coil was inspected and no damage was noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a broken coil occurred. A 22mm x 60cm interlock¿ was selected and advanced to treat the internal iliac artery. During the procedure, the coil was advanced in the renegade¿ stc 18 while being flushed slowly with an extension tube and a 10cc syringe when resistance was encountered. The physician pulled out the coil with some resistance on the way out and noted that the coil came off the wire inside the microcatheter. The coil and the catheter were removed from the patient together as a unit. The physician flushed the coil out of the microcatheter and noticed that the coil broke in two pieces. The procedure was completed with a different device. There were no patient complications reported and the patient's status was fine.